Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory message" was confirmed during the archive data review but was not confirmed during functional testing. The probable root cause of the intermittent occurrences of the ua07 advisory message was that either one or both load cells became defective. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed to be cracked around its screw, and the battery lock was bent. The observed physical damages are unrelated to the reported complaint and appear to be the characteristics of harsh impacts due to user mishandling. The front enclosure and battery lock need to be replaced to address the observed damages. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages around the customer's reported event date; thus, confirming the reported complaint. The archive data also showed that the autopulse platform displayed a couple of ua18 (max take-up revolution exceeded) advisory messages. Based on the archive, the load sensing system had intermittently detected a weight or load imbalance between the two load cells. The autopulse platform passed initial functional testing without any fault or error. In addition, the load cell characterization test was performed and verified that both load cells were functioning within the specification. Furthermore, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 10 minutes. The autopulse platform passed the test without any issues, and the customer's reported complaint could not be replicated. Nevertheless, both load cells were replaced as one or both the load cells may have been defective, which resulted in intermittent occurrences of the customer's reported ua07 as well as the ua18 advisory messages, which were found in the archive data. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 32325 was reported on (B)(6) 2017, and both load cells were replaced to remedy the fault.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was placed on the platform, and the device was powered up. The customer stated that when the patient's weight was applied to the device, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The crew restarted the platform multiple times, pulled up the lifeband and re-adjusted it around the patient's chest, and pressed the start/continue button. However, the issue was not resolved. In addition, the crew swapped the battery to troubleshoot the issue, but the ua07 advisory message persisted. The crew discontinued the use of the autopulse platform and switched to manual CPR until the patient was transferred to a hospital. No consequences or impact to the patient. Back at the station, the autopulse platform was tested with a mannequin, and the ua07 advisory message happened again.